Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1861, related to a slow charge timeout. There was patient involvement, no injury was reported.